Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative reported that the device actually rupture the skin. Patient went to emergency room (ER) and per caller they put a tegaderm on wound. Possible explant due to sterility. The patient outcome was noted as unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that it was visible and there is a 1 cm defect in the skin. Return product received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the of the implantable neurostimulator with serial (B)(4) revealed that the implantable neurostimulator (ins) passed functional testing; however, the setscrew was backed out too far. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the device was removed from right side and a new device was placed on the left side were the action and intervention taken. The cause of the device rupturing was due to infection. The issues of the device rupturing the skin has been resolved.